Manufacturer narrative:
The physical device was not returned. If the device is received, a supplemental report will be submitted with the investigation results. Cloud data from the user for the period of (B)(6) 2026 - (B)(6) 2026 was downloaded and reviewed. Review of the data found that multiple boluses delivered during this period, some manually with no carb or blood glucose entries and some with both carb and blood glucose entries. The data showed that each bolus based on carb and glucose entries were correctly calculated based on the inputs, the user's settings, the insulin on board at the time of the calculation, and the sensor trend at the time of the calculation. Comparison of the cloud data to the provided glooko report found that each bolus captured in the cloud data was correctly reflected in the glooko data. No extra boluses were seen in the glooko data. Review of the patient history buffer (phb) data found that no microboluses were delivered while estimated glucose values were below 60 mg/dl. The automated algorithm was able to appropriately adjust the microbolus amounts based on the estimated glucose values and user inputs. Without log files, it could not be determined if the controller was interacted with to program and deliver each bolus captured in the cloud or if the controller history was correctly reflecting the bolus deliveries. The exact cause of the reported uncommanded bolus could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by a diabetic nurse that the omnipod 5 controller/personal diabetes manager (pdm) had administered several boluses (exact amount not specified) to the patient that were not visible in the pdm history on (B)(6) 2026. This resulted in the patient having several hypoglycaemic events. No information regarding treatment was provided. It was not reported if medical assistance was required. This is report is one of two to capture this event (insulet reference numbers: (B)(4)).